Event description:
It was reported to philips that the system would not boot-up, stuck at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot up. Review of system log file confirmed the malfunction of flexvision pc. Upon troubleshooting, fse identified that the flex vision pc was faulty. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device corrective action (z-1144-2024). The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and reinstalling the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.